Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2267 (air in the set) during fill 2 of 5. The technical service representative (tsr) was unable to determine the reason for the system error 2267. The tsr instructed the home patient (hp) to cycle the power off and on. The tsr assisted the hp with ending therapy and removed the cassette. The tsr advised the hp to start over with new supplies. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2267 alarm. The hp did not notice anything unusual with the setup at the time of the alarm. The hp started over with new supplies and resumed therapy. The hp had not followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (air in set) was not confirmed due to lack of sample. The labeling review found the labeling adequate for the related use error in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.